Manufacturer narrative:
Additional information was added to b5, d4, d9, h3, h6, and h11: b5: the device is a syringe inlet, micro-volume with luer lock end. H11: the device was received for evaluation. A visual inspection was performed, and contamination of foreign matter was observed on the sample. Several dark spots 0.02mm in size were identified on the white connector and not in the fluid pathway. The reported condition was verified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter observed in an unspecified location of an exactamix vented, high-volume inlet. This issue was observed before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.